Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump vibrated and the word ¿animas¿ appeared on the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: the pump powered up and the display screen was fully illuminated and fully functional. All of the buttons responded properly; the original complaint could not be duplicated or confirmed. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board.